Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the staple did not keep firing after the second push with a re-used handle and it just blocked the stapler half way through. Another handle and reload were used to complete the case. There was no patient injury.